Event description:
Radiometer reference number: (B)(4). According to the complaint on (B)(6) 2026 at 8:04am, the customer experienced, that after running a sample, the safepico syringe (lot no. Za51) became stuck in the inlet gasket of the abl90 flex blood gas analyzer (serial no; (B)(6). When the customer attempted to remove it, his finger was poked by the inlet probe, and the skin was pierced by the inlet probe. It has been asked whether he was wearing gloves, but no response has been provided yet.